Manufacturer narrative:
No patient information provided to date after phone calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.